Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 (motor stall) occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer reloaded the cartridge and successfully resumed insulin delivery.